Event description:
During central venous catheterization, both the guide wire and catheter were inserted with no problems noted. Resistance was met during removal of the guide wire and additional tension was used to remove the guide wire. The guide wire then uncoiled and stretched. The guide wire was removed with no harm to the patient and the catheter was left in place. Radiographs confirmed that no foreign bodies had been left in the patient. The patient was then transferred to another facility for unrelated treatment. No problems with the catheter were noted at the other facility. The catheter was removed and replaced per the facility's policy.upon inspection of the guide wire, it was noted that the wire is completely unraveled at the j end, from approximately 4.5 inches distal. The wire begins to uncoil at approximately 5.25 inches from the straight end. There is also a kink in the guide wire at approximately 4 inches from the straight end.

Event description:
During central venous catheterization, both the guide wire and catheter were inserted with no problems noted. Resistance was met during removal of the guide wire and additional tension was used to remove the guide wire. The guide wire then uncoiled and stretched. The guide wire was removed with no harm to the patient and the catheter was left in place. Radiographs confirmed that no foreign bodies had been left in the patient. The patient was then transferred to another facility for unrelated treatment. No problems with the catheter were noted at the other facility. The catheter was removed and replaced per the facility's policy.upon inspection of the guide wire, it was noted that the wire is completely unraveled at the j end, from approximately 4.5 inches distal. The wire begins to uncoil at approximately 5.25 inches from the straight end. There is also a kink in the guide wire at approximately 4 inches from the straight end.